Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the basic occlusion test due moisture damage force sensor resistor. The insulin pump was received with cracked case at the display window corner, partially broken reservoir tube lip, cracked battery tube threads, missing reservoir tube o-ring and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 250 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Customer declined to troubleshoot for high blood glucose. The insulin pump was returned for analysis.